Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was advised to replace the necessary supplies and resume insulin therapy.